Manufacturer narrative:
The report of ipg ¿pocket revision¿ due to flipping in pocket was not able to be confirmed. This type of revision according to the event details was due to the patient¿s loss of an estimated 35 lbs. This was causing the ipg to flip in the pocket and was very uncomfortable for patient. It flipped to where a corner was pushing out. During the revision of the pocket site the report stated that the same location was used and that the new ipg was just sutured and moved slightly to resolve the issue. The root cause of the reported issue was related to patient anatomy and not device related.

Event description:
It was reported the patient lost weight, causing the ipg to migrate and become superficial. The patient experienced pain and discomfort at the ipg site due to the issue. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, which addressed the issue.

Manufacturer narrative:
Date of event is estimated.